Event description:
Patient's family member reported that vent was plugged in and while in use, it shut down without an alarm. When they looked at the vent the yellow light indicating external power not in use was lit. After a few minutes the vent turned itself back on. There was no harm to the patient.